Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump was disposed; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced sudden aphasia and right sided weakness at home. The patient began mumbling, could not communicate words, and was unable to move the right arm. Emergency medical services (ems) was called. Upon arrival to the emergency department, most of the patient¿s symptoms had resolved. CT angiography and CT perfusion were unremarkable. On initial exam the patient was an 11 on the nih stroke scale due to right upper limb and lower limb weakness with aphasia. No tpa was administered as the inr was 3.45. The patient was admitted. CT scan the following morning showed a new subarachnoid hemorrhage. The inr increased to 3.7, but neurology did not want to reverse the inr at that time. Repeat head CT scans occurred every 6 hours. The patient was transfused 2 units packed red blood cells (prbcs) due to dropping hemoglobin, and 2mg of IV vitamin k to reverse inr. The inr decreased to 1.8. On (B)(6) 2017 the patient had an enlarged left pupil and had become less responsive. The patient was intubated. CT scan revealed a catastrophic intracranial hemorrhage that developed on the left side with uncal herniation. Palliative care was consulted. Support was withdrawn, and the patient expired. It was reported by the healthcare professional that the lvad device did not contribute to patient death. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.